Event description:
According to the reporter, the device will not turn off without disconnecting the ac cord and battery. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio recommended replacing the power conversion pcb assembly and provided part number to order replacement.